Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp. To fix the issue, the fse installed a 5000hr kit (0040-00-0147) to replace the heads, filters, and vacuum tubing/fittings, along with new purge/blood detect tubing (0008-00-0312) as it was stained. The fse also replaced the safety disk (0997-00-0985-01) as it had reached expiration (hours). The fse performed all calibration, functional, and safety checks to meet factory specifications. All calibration, functionality, and safety tests passed to factory specifications with the exception of the battery runtime test. The customer uses third party batteries and will replace them prior to releasing the iabp for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back event. No patient harm, serious injury, or adverse event was reported. Related to tw 377312 and 386860.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165.